Event description:
It was reported that patient underwent revision knee arthroplasty procedure on (B)(6) 2012 to remove spacers that were placed due to infection. During the procedure, the offset tibial tray adaptor would not engage. Another tibial tray adaptor was available to complete the procedure without injury to the patient. There was no significant delay as a result.

Manufacturer narrative:
Evaluation of returned device confirmed reported condition. Decision was made to recall based on an operator issue that was determined as part of an internal investigation. (B)(4).